Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), the valve was implanted deep into the left ventricular outflow tract. A snare was used to secure the valve in place while an attempt was made to implant a second transcatheter bioprosthetic valve ((B)(4)). As the second valve was advanced into the first valve, it was deployed against the wall of the ascending aorta and the snared frameloop, trapping the snare against the aortic wall. The second valve remained 2/3 deployed as several attempts were made to remove the snare. After two hours of attempting to remove the snare, the snare was pulled back in an attempt to break the snare. This resulted in both valves dislodging into the ascending aorta. The snare was then twisted and torqued until it broke. The loop of the snare remained trapped between the first and second valve. A third valve ((B)(4)) was successfully implanted in a proper location. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.